Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube and hospitalization. The biopsied lesion was 1.0 cm in size and located in the right middle lobe, lateral segment. Tools used during the case included a 23g flexision needle, cytology brush (other brand), and bronchoalveolar lavage. Imaging modalities used were c-arm fluoroscopy, cone beam, and radial endobronchial ultrasound (ebus); staging utilizing ebus was performed. The diagnosis obtained from pathology was squamous cell carcinoma (malignant). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A review of the site's system logs found no observed events that would suggest a product issue.